Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This subject is currently enrolled in the trident ii hip study. Upon review of this subject's hospital chart, they had a stryker cemented triathlon cr right total knee replacement on (B)(6) 2022. Access to the emr does not show either catalog numbers or lot numbers. The subject presented in for follow-up on (B)(6) 2023. Physical evaluation revealed right knee rom of 75/5. An mua was scheduled and performed on (B)(6) 2023. There isn't any more information after that procedure as the subject has had other medical problems. The site does not want to provide medical records as this joint is not a study article.